Event description:
Laparoscopic cholecystectomy scheduled. Due to the inability to provide adequate tightening internally to visualize structures procedure was unable to be performed through the laparoscope. Open incision was made.